Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2010: the patient presented due to angina and an abnormal nuclear stress test and underwent cardiac catheterization which revealed an 80% stenosed and 20mm long lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.2mm. Of note, this was in stent restenosis of 3 previously placed promus stents. Furthermore, there is a very small diagonal branch coming out of the stented area that is jailed and subtotally occluded. For intervention, access was gained with a non-bsc guide catheter and a non-bsc guide wire. The lesion was treated with direct stent placement of a 3.0x28mm taxus liberte stent deployed at 20atm. Post dilation was performed on the taxus liberte stent as well as the previously placed promus stents resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient presented with chest pain. Subsequent cardiac catheterization revealed in stent restenosis in the lad. The patient had 28mm long stented portion in the lad which was patent. However, distally, there was 15mm of moderate 50% in stent restenosis. Other portions of the lad were normal with patient diagonal branches. The in-stent restenosis was treated with a 3.0x15mm non-bsc drug eluting stent deployed to 16 atm resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is the opinion of the physician that there is a relationship between this event and the taxus liberte stent.

Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) - 2010: the patient presented due to angina and an abnormal nuclear stress test and underwent cardiac catheterization which revealed an 80% stenosed and 20mm long lesion located in the mid left anterior descending (lad) coronary artery with a reference vessel diameter of 3.2mm. Of note, this was in stent restenosis of 3 previously placed promus stents. Furthermore there is a very small diagonal branch coming out of the stented area that is jailed and subtotally occluded. For intervention, access was gained with a non-bsc guide catheter and a non-bsc guide wire. The lesion was treated with direct stent placement of a 3.0x28mm taxus liberte stent deployed at 20atm. Post dilation was performed on the taxus liberte stent as well as the previously placed promus stents resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) - 2011: the patient presented with chest pain. Subsequent cardiac catheterization revealed in stent restenosis in the lad. The patient had 28mm long stented portion in the lad which was patent. However distally, there was 15mm of moderate 50% in stent restenosis. Other portions of the lad were normal with patient diagonal branches. The in-stent restenosis was treated with a 3.0x15mm non-bsc drug eluting stent deployed to 16atm resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is the opinion of the physician that there is a relationship between this event and the taxus liberte stent.